Event description:
It was reported that the 9600emt system has a broken crossarm brake. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the crossarm brake assembly. The system was tested and found to be working as intended and placed back into service.